Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was not possible to confirm the failure mode reported as misfire/jamming - staples not firing. The device history review for the product visistat 35r 6/box lot# 73j1900168 did not show issues related to the complaint. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was jamming.